Event description:
The line was placed in 2006 and was removed one month later because of a clot in the distal portion of the catheter. Power PICC line placed. Pt developed dvt (deep vein thrombosis) of affected extremity.

Manufacturer narrative:
The complaint of dvt is inconclusive as this type of complaint cannot be replicated in the lab. The initial complaint indicated that a clot formed within the catheter, but the incident questionnaire that was returned with the product only mentioned the dvt. The returned complaint sample was initially difficult to infuse until a small amount of blood residue was expelled from the lumen.